Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer has responded and indicated that the device will be sent to a third party for evaluation and will not be returned to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.